Event description:
The customer reported that his blood glucose was in the range of 300 to 400 mg/dl using a continuous glucose monitor. He had taken a steroid injection which may have elevated his blood glucose, but he also stated that the cannula was not inserted properly. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or defect could have contributed to the reported hyperglycemia. The customer reported that the cannula had not inserted properly. This condition could interrupt insulin delivery and contribute to high blood glucose. The omnipod user guide warns "check the infusion site after insertion to enure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result, "and " test results greater than 250 mg/dl mean high blood glucose ( hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualifications records are reviewed and the product lot met all acceptance criteria.